Manufacturer narrative:
Section e1: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a preloaded toric monofocal intraocular lens (iol) was explanted from the patient's right eye and was successfully replaced with another johnson & johnson lens (same model and 23.5 diopter) on (B)(6) 2024 due to to residual astigmatism and blurry vision. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient is doing fine post-operatively. (Op). The explanted iol has been discarded. No other information was provided.